Event description:
Customer reported that he had high blood glucose and stated that the drive support cap is protruding out on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk and cracked battery tube threads.